Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
According to available information, this lead was discarded by the facility and there will be no return of product. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Upon removal, visual observation revealed this lead was damaged. There were no additional adverse effects reported.